Manufacturer narrative:
(B)(4). Information unavailable. The device was not returned.

Event description:
It was reported that during a lap low anterior resection procedure, the device formed an incomplete staple line which was confirmed with a leak test. It is unknown how the leak was corrected. There were no adverse consequences for the patient.